Event description:
During initial assessment of a returned homechoice (hc) device, a baxter technician identified an increased intraperitoneal volume (iipv) event which occurred on (B)(6) 2010, during drain cycle 6. The drain volume was 2244 ml. This event meets overfill criteria.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during drain 3/4. The home patient (hp) stated when she woke up to the alarm, she found the patient line disconnected from the transfer set. The hp did not know how the patient line disconnected from the transfer set. No patient injury or medical intervention was reported at the time of the initial report. The problem was resolved over the phone and a swap of the device was not required. Proper procedures per the user manual were reviewed with the caller. The sample was discarded. No patient injury or medical intervention reported. No additional information available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.